Manufacturer narrative:
Concomitant medical products: product ID 3587a25, lot# n156038, implanted: (B)(6) 2009, product type: lead. Product ID 3587a25, lot# n156038, implanted: (B)(6) 2009, product type: lead. (B)(4).

Event description:
A patient implanted for migraines reported at the time of implant the healthcare provider (hcp) put leads in on the right and left. According to the patient the surgeon didn't implant it properly on the left side so the following day they determined the left side failed and never worked, so rather than fix it they left it and the hcp said they would just work with what they had on the right. The hcp further clarified the patient didn't get widespread paresthesia on the left side and indicated the left side didn't have good contact with the occipital nerves. The patient experienced no symptoms related to the left-sided lead fail. On (B)(6) 2013 the hcp advised the patient to turn stimulation off for a month to see if their headaches worsened, and if so they would revise the left paddle lead to a cylindrical lead, but the patient didn't turn stimulation off. The patient further reported in general her overall medical condition that occurred prior to implant had gradually gotten worse over time and had occurred particularly in 2015. On (B)(6) 2015 the hcp again advised the patient to turn stimulation off to see if their headaches returned and to see the efficacy of stimulation. The patient stated her stimulation went in waves on the right side and felt signals were thrown off. The patient turned stimulation off and had worsening headaches, a return of symptoms, and a loss of therapy. According to the patient experiencing a loss of therapy was a good thing because it proved stimulation did help. The patient was scheduled for surgery but cancelled in november 2015 because she was interested in a different procedure. No actions had been taken yet and the cause of any product problem was undetermined. Refer to manufacturer's report #3007566237-2016-00407.